Manufacturer narrative:
B3: date of event is estimated. D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle and prostar devices referenced in b5 are filed under separate medwatch reports. Literature attachment: article cn-205357na

Event description:
The study established a comprehensive, sonography-based postinterventional assessment algorithm to measure femoral vessel complications for patients who had undergone transfemoral transcatheter aortic valve replacement (tf-tavr) procedures. The study mentioned the following complications potentially related to the use of proglide & prostyle: stenosis, pseudoaneurysm, vascular dissection, atrio-venous/iatrogenic fistula, hematoma, severe bleeding, ischemia, and unspecified device failure; this would require an additional method to achieve hemostasis, and surgical intervention and endovascular procedure were used. The study further mentioned the following complications potentially related to the use of prostar: stenosis and unspecified vascular complication. The study found the incidence of postinterventional femoral artery stenosis following tf-tavr was higher than expected with a number of used closure devices. Specific patient information is documented as unknown. Details are listed in the attached article, titled "femoral vessel complications after transfemoral tavr¿a contemporary sonography-based assessment of 480 patients with third-generation transcatheter valves".

Manufacturer narrative:
The device was not returned for analysis. The lot history record for this product could not be reviewed because the part and lot numbers were not reported. The reported patient effect of hemorrhage, hematoma, pseudoaneurysm, obstruction, fistula, dissection, and ischemia are listed in the perclose proglide instructions for use, as known patient effects of use with suture mediated closure device procedures. Based on the article information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatments are related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.